Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
This report is 1 of 1 for complaint (B)(4).

Event description:
It was reported to (B)(4) that while testing the cable 4m to console for electric pen drive, the rubber is detaching from the base of the cord. The product was not used in surgery. No injuries or medical intervention was reported.

Manufacturer narrative:
Device is used for treatment, not diagnosis device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal wear over time.